Event description:
On (B)(6) 2016 the reporter contacted lifescan USA, alleging hardware missing as the usb cable was not present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.